Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported there was an error code during aspiration. An avx® thrombectomy set catheter was selected for a declot thrombectomy procedure. During the procedure, the catheter was used in the body for about 15 seconds and then there was a consistent "check saline" supply message. The catheter was removed and it was attempted to clear out the area with no resolution. The procedure was completed with a different device. There were no patient complications reported.